Manufacturer narrative:
Concomitant medical product: product ID 97715 serial# (B)(6) implanted: (B)(6) 2019 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they need to have the pain in their lower back and butt. The healthcare provider (hcp) asked the patient about two wires units and one controller to help lower back pain. The day of surgery change to two units instead of on. Plus these units are high level that you wouldn't fell. The hcp and manufacturer's representative (rep) told the patient they would have to charge every couple of days. The patient wanted a non-rechargeable device like the one they were taking out. The patient reported that the left butt check was not right from the get go. The charging unit was a hard time. The patient talked to their hcp and they said they did put in enough subproft underneath the unit to keep it up. The hcp went in and built it back up now and she could charge better on the left side. The patient also reported that their left side they didn't put pre-up the area so it would sit in there right. After awhile it sinks in and then tilt the unit in and they had a hard time connecting until the hcp went in a built up the area and cleaned up the scar too. It was a lot better connection. The issue was resolved. The patient wished they never got these as they had been a pain to work with from the get go. The patient loved their non-rechargeable one.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was unhappy with the devices. The patient wanted them removed as soon as she could and go back to the older device. The patient had difficulty maintaining a good connection, was charging too frequent, and it was bothersome.